Event description:
The hospital staff reported a burnt smell from the ventilator and a puff of smoke was seen coming from the ventilator fan. Reportedly, there was a visual display of the device alert alarm but no audible alarm. The pt experienced desaturation (so2 = 55%). He was manually ventilated during transfer to a second ventilator. It was reported that the pt's so2 then increased to 99%. No other pt sequelae were reported. Risk analysis by the MFR found that the burnt odor and smoke are low risk to pt safety.

Manufacturer narrative:
The unit has been received and upon completion of device eval, a follow up report will be submitted to include the analysis.